Event description:
A facility reportd patients experienced inflammatory responses one day following cataract surgery. Four questionnaires were returned with patient information. This report is for one of these 4 patients and filed as manufacturer reprort numbr 3002037047-2006-00044. The other manufacturer report numbers are: MDR # 3002037047-2006-00040; MDR # 3002037047-2006-00041. MDR # 3002037047-2006-00042. Additional information received for this patient states, used iris hooks during surgery due to alpha-1 blocker, intraocular floppy iris sysndrome (ifis) secondary to flomax. On postoperative day 1, 3 + cells, with many pigment cells, and a small endothelial scar was observed. The patient was treated with aggressive topical antibiotic and steroid therapy. Event lasted one week. The cause of the event is not known.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot.